Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 3: it was reported while using bd vacutainer® 9nc 0.129m plus blood collection tubes, an unspecified number of tubes overfilled and were unable to be processed in the lab. No adverse impact was reported regarding the patient or user.